Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/27/2014 with the following findings: visual inspection of the pump¿s internal components revealed that a broken solder joint was found next to the pin on the force sensor flex. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was a cracked solder near the pin on the force sensor flex. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/27/2014.